Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# va1vtny implanted:(B)(6) 2019 explanted: product type lead product ID 3708660 serial# (B)(4) implanted: (B)(6) 2019 product type extension product ID 3708660 serial# (B)(4) implanted: (B)(6) 2019. Product type extension product ID 3387s-40 lot# va1vtny implanted: (B)(6) 2019 other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4) ubd: 17-oct-2021, UDI#:(B)(4) ; product ID: 3387s-40, serial/lot #: va1vtny, ubd: 29-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's neurostimulator on the right side was replaced due to the patient no longer wanting to recharge. Readings showed low impedances at the right side 8/9 combination showed with both the explanted generator in pre-op and the replacement generator in intra-op testing. Low impedances were presented on an unused contact combination. Therapeutic monopolar contact was within normal limits, so the surgeon decided not to perform extra surgery toresolve the impedance issue. The environmental/external/patient factors that may have led or contributed to the issue are unknown. The explanted neurostimulator is expected to be returned. No symptoms were reported.